Event description:
Customer reported images on the left monitor are distorted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor and the image intensifier transport ring. System operates as intended.